Event description:
It was reported that a user announced meals on the ilet bionic pancreas to lower elevated blood glucose, resulting in maladaptive algorithm behavior and dissatisfaction with glucose correction, with observed glucose excursions to approximately 230¿250 mg/dl. Symptoms included hyperglycemia. Outcomes included no hospitalization, no third-party intervention, and continued device use after guidance. Investigation included review of user-reported blood glucose trends, assessment of device-app pairing, and guided factory reset followed by education on proper meal announcement and expectations during algorithm learning. Investigation of this case revealed that the device functioned as designed and that repeated meal announcements for correction contributed to suboptimal algorithm adaptation and persistent hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to meal announcements rather than a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.